Event description:
On (B)(6) 2019, the recipient reportedly underwent skin flap thinning surgery due to a thick skin flap.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report.